Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable - lens was inserted and removed during the same procedure. Section d6b - explant date: not applicable - lens was inserted and removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. Follow-up information indicated that one of the iol haptics was broken. The lens came into contact with the patient, but it was removed in time with the patient remaining unaffected. No additional details were provided.